Event description:
The customer reported that they received questionable results for three patient samples tested for troponin I stat (short turn around time) on (B)(6) 2013. Of the three samples, one sample from (B)(6) 2013 was found to have an erroneous result. The sample initially resulted as 0.34 ng/ml and this value was reported outside of the laboratory. The doctor questioned the initial result, so the sample was repeated using istat eia methodology. The repeat result was 0.00 ng/ml. The sample was then sent to another site where it was repeated a second time on an e602 analyzer, resulting as <0.30 ng/ml. The repeat result was believed to be correct. The patient was not adversely affected by the event. The troponin I stat reagent lot number was 17026101 with an expiration date of 01/31/2014. The field service representative determined that there was a misadjustment of the s/r probe. He performed an adjustment of the s/r probe. All mechanical and operational checks passed successfully.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.